Event description:
It was reported that the implantable pulse generator (ipg) of a spinal cord system was explanted due to battery exhaustion. The ipg was replaced, no cauterization was used. No additional adverse patient effects were reported. The device will not be returned as per the hospital policy.